Manufacturer narrative:
Per the customer, the gi monitor sample was collected in a 13x100mm greiner serum tube and centrifuged for ten (10) minutes at 3000 rpm at a temperature of 10 celsius. The customer performs gi monitor testing only once per week on frozen samples that have been thawed overnight at 4 degrees c. Qc information has not been supplied to date. A routine system check was performed and passed within instrument specifications. The customer performed a five replicate precision test on each of the four reagent pipettors. Test results for reagent pipettors 2, 3 and 4 were within expected precision. Reagent pipettor 1 was out of specifications. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse performed preventive maintenance (pm) on the instrument. The fse replaced the reagent pipettor tip and the on-load screw rail assembly. The fse also cleaned the precision pump. The fse performed pipettor matching and low volume matching; all testing passed within instrument specifications. Although hardware may have been a contributing factor, a definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a higher than expected gi monitor result above the normal reference range for one patient that was generated by the unicel dxi 800 access immunoassay system. Erroneous results were reported out of the laboratory. However, subsequent testing produced a lower result within the normal reference interval. It is unknown if patient treatment was affected based on the high gi monitor result.